Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples processed on a vitros eci immunodiagnostic system. The most likely assignable cause of this event was instrument related. Prior to service, a troponin I precision test and troponin I quality control results were outside of acceptable guidelines an ocd field engineer performed service actions to multiple analyzer subsystems to return the eci system to expected performance. Following these action, acceptable vitros tropi es precision was observed. In addition, the investigation determined that the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor.

Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results for two patient samples processed on a vitros eci immunodiagnostic system. Patient 1 yielded 0.060 ng/ml vs. 0.013 ng/ml, and patient 2 yielded 0.174 ng/ml vs. 0.006 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was not reported outside the laboratory and there was no reported allegation of patient harm. (B)(4).